Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead exhibited increased capture threshold and loss of capture was noted. The patient was scheduled for revision and the lead was successfully repositioned. The patient was stable.